Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was returned completely out of its original package and looks in used condition. The spring pusher was found bent. The complaint is confirmed for the bent pusher, however the out of the box failure is not confirmed. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the bending of the spring pusher while loading the needle into the gun. As per instructions for use; provides the steps for a proper needle assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : there was no non conformance regarding this lot.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that when opening the packaging of the meniscal deployment gun device it was observed that the applicator was deformed. It was reported that another device was used to complete the procedure. During in-house engineering evaluation it was determined that the spring pusher was found bent. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary- the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown completely out of its original package and seems in used condition. The spring pusher was found bent. The complaint is confirmed for the bent pusher, however the out of the box failure is not confirmed. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the spring pusher may have been damaged while loading the needle. The instructions for use (IFU) provides the steps for a proper needle assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.